Manufacturer narrative:
Additional info: additional information was provided that another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. Post-operatively the patient is doing ok. The surgeons name was provided. No other information was provided. The following sections have been updated accordingly: section e1: title: dr. Section e1: first name: (B)(6). Section e2: health professional? Yes. Section e3: occupation: physician. Additional info: section h3: device evaluated by manufacturer: yes. Device evaluation: no complaint lens was returned for evaluation. Plunger rod damage (bent tip) was observed consistent with excessive force used during delivery. No additional handpiece defects or assembly issues were observed before and after disassembling the handpiece for evaluation. The complaint issues of ¿cosmetic issues¿ and "lens damaged" could not be confirmed due to no lens being returned for evaluation. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched. The lens had a crease in it when it was put into the patient's right eye. The lens was removed and replaced with a new lens in the same procedure. There was no patient harm. No other information is available.

Manufacturer narrative:
Information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.